Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported right side rupture and periprosthetic calcifications.the device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed 1 opening device assessed as fold flaw opening. ¿lymphadenopathy: unable to observe as it is not related to the device. ¿calcification: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture and periprosthetic calcifications.the device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side rupture and periprosthetic calcifications. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, calcification and lymphadenopathy was requested on july 26, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic. Observed two devices but didn¿t label for side explanted and only observed a device with opening and the other appears to be intact. ¿ calcification: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. Additional observations: ¿ observed biological tissue in the surface of the device. No further actions are required as no manufacturing issues are observed.